Manufacturer narrative:
H.6. Investigation: one photo of a loose 3ml syringe was received and evaluated. It appeared the plunger rod had was bent in the middle. It was also observed the syringe was manipulated from the clear liquid droplets inside. No defect can be confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It has been reported that the 3 ml syringe luer-lok tip w/tip shield bulk non-sterile has been found experiencing two occurrences of damaged plunger rods before use. The following has been provided by the initial reporter: it was reported that the customer received the pack and it had 2 syringes inside with a bent plungers. Per email: customer received the pack with bent plungers in syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the 3 ml syringe luer-lok tip w/tip shield bulk non-sterile has been found experiencing two occurrences of damaged plunger rods before use. The following has been provided by the initial reporter: it was reported that the customer received the pack and it had 2 syringes inside with a bent plungers. Per email: customer received the pack with bent plungers in syringe.